Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received an unexpected battery power loss alarm. The customer received a low battery alert prior to the replace battery alert, replace battery now alarm or off no power alarm. Customer stated that the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and will continue use of the device.